Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. After pre-dilatation of a total occluded sfa, two pulsar-18 t3 stents were placed with adequate overlap of stents. Post-dilation was performed with an passeo-18 balloon. On 2nd inflation the balloon ruptured at 20 atm. During removal of the balloon resistance was felt but could be removed. Afterwards, a separation of the distal pulsar-18 t3 stent was detected. Another pulsar stent was implanted to bridge the gap. The lot number of the device is unknown.

Manufacturer narrative:
Neither the affected instrument nor the angiographic material was returned. Hence, no technical investigation on the subject could be performed. Also, no lot number was reported. Therefore, the product release documentation of the last three pulsar-18 t3 6/200/135 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The most probable root cause for the complaint event is related to the handling during the procedure, i.e. Inflation of post-dilatation balloon above rbp, and removal of postdilatation balloon despite experiencing resistance which is both warned against in the passeo-18 IFU.